Manufacturer narrative:
The device was eventually returned to physio-control. Physio evaluated the device and verified the reported issue. The device powered on by itself, it would continuously reboot but would not complete a boot cycle. The patient parameter pcb assembly and the therapy pcb assembly were removed for further evaluation. The patient parameter pcb assembly was evaluated, but no discrepancies were observed. The therapy pcb assembly was then removed, but no discrepancies were observed. Both pcb assemblies passed functional testing. A cause of the reported issue could not be determined. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent will evaluate the device. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third-party service agent reported to physio-control that the device from one of their customers would sometimes not power on with ac or dc power. Sometimes the device would power on by itself or kept rebooting. There was no patient use associated with the reported event.